Manufacturer narrative:
Correction made to d4: lot #: 21f044 (previously submitted as ni) correction made to d4: unique identifier (UDI) #: (B)(6) (previously submitted as ni) additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from (B)(6)2021 - (B)(6) 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye showed the fill port cap was missing from the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterility cap of a large volume infusor was missing. It was observed that the component was missing right after opening the unit at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.